Event description:
International customer reported that the needle prematurely released from the suture. No adverse patient consequences were reported.

Manufacturer narrative:
An unused representative sample was tested for needle attachment strength and the result met requirements. Conclusion: no failure detected and the sample met requirements. It has been identified that this lot contained product with open seal which could impact the needle attachment strength of the product.